Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g6 transmitter initially failed to pair with the ilet, resulting in no cgm readings on the ilet until the user was guided through device steps, after which glucose values appeared and the system functioned as expected; during the event, the user experienced hyperglycemia with a reported highest glucose of 251 mg/dl for about three hours and followed a ketone action plan without additional injections per healthcare provider direction. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no hospitalization, no emergency care, and no reported long-term health impact. Investigation included user troubleshooting and education. Investigation of this case revealed successful restoration of cgm data on the ilet after device navigation, with no further malfunction observed and no adverse clinical sequelae. It was concluded that the event was resolved with troubleshooting, with no device failure confirmed and continued safe use of the ilet as advised by the healthcare provider. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.